Event description:
Caller reported an error related to the continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. After contacting technical support, the customer was guided through a pump reset process. Following the reset, the error did not recur, and the customer successfully restarted the g7 sensor session, reloaded the necessary supplies, and continued regular insulin therapy.